Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported 1, 4, and 7 keys of the keypad not working could be reproduced during the device evaluation as the 1, 4, 7 and "set up" keys of the keypad were found inoperable. The device was determined to not meet all product specifications related to the reported event. The reported symptom was verified. The cause was determined to be a failed input /output board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's 1, 4, and 7 keys did not work. There was no patient involvement. No additional information is available.